Manufacturer narrative:
Section b3: it was previously reported that the good faith effort regarding the history of thrombus was not answered. This new report is being submitted with an updated event date to clarify that the event date is not known.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). History of device thrombus was initially reported on MFR#2916596-2020-02321. As a result of unanswered due diligence requests, the history of thrombus has been split out to this report, MFR # 2916596-2020-04031 with an aware date of the date the good faith effort close date of MFR # 2916596-2020-02321. Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation. It was reported on 27apr2020 that the patient had a history of pump thrombosis. The submitted controller event log file contained data from 19apr2020 ¿ 27apr2020 and appeared to show the pump operating as intended with overall stable parameters. The actual motor speed remained at or above the low speed limit for the duration of the log file. The lvad event log file recorded no atypical lvad faults. The submitted controller and lvad periodic log files contained data from 24feb2020 ¿ 26apr2020 and revealed normal pump operation with stable parameters. No atypical alarms or events were captured and the system appeared to be operating as intended. The submitted log file data did not show any indication of potential pump thrombosis. Multiple attempts were made to obtain additional information from the customer regarding the patient's history of pump thrombosis; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on mlp-009132 and no additional events have been reported at this time. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a history of pump thrombus.